Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore stripes in image occurred. Additionally, during investigation following malfunction were identified: the fiber bonding of the outer tube was damaged, and the protector of the video cable section was cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited an intermittent error, the image disappears and becomes streaky. The issue was observed during an unspecified procedure. There were no reports of patient harm.